Manufacturer narrative:
Correction: the surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system became unresponsive. The site was able to restart the imaging system which resolved the reported issue. The system has since functioned as designed and no re-occurrences of the reported issue has occurred. The unresponsiveness resulted in the site being unable to perform a 3d image acquisition. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.